Manufacturer narrative:
#E2012017 , report late due to asr to individual reporting transition.

Event description:
As per complaint (B)(4), a dental implant had a problem with osseointegration and was removed. Bone loss was reported.